Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, broken shell, underweight, brown particles on the shell, crease fold, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified, more than three striated openings on posterior and anterior. Striated broken on radius and posterior. Based on the device analysis, the final assessment is: more than three striated openings on posterior. And anterior assessed, as surgical damage. Striated broken on radius and posterior assessed, as surgical damage. Missing shell assessed, as inconclusive.

Event description:
Patient reported, a right side "inflammation" and rupture. Device has been explanted.

Event description:
Patient reported a right side "inflammation" and rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture. (B)(4).